Event description:
The customer reported that the 840 ventilator was inoperable. The customer did not specify if the alleged malfunction occurred during pt use. The covidien customer support engineer (cse) inspected the device and could not duplicate the reported malfunction. No parts were replaced. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).